Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was struck on a blue screen. The technical support specialist (tss) had assisted the customer in changing the database (db) status from emergency to suspect. The database had been dropped, and a full synchronization had been performed. Once the sync had been completed, the customer had confirmed that the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had stuck on blue screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.